Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient continued experiencing recurrent stress urinary incontinence after the implant of this artificial urinary sphincter (aus), which led to an in-clinic evaluation. A cystoscopy was performed, and inadequate urethral coaptation even though the aus was functional. Therefore, it was decided to remove and replace the entire aus. No patient complications were reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The cuff and pump components were visually inspected, microscopically examined, leak and functionally tested. Both components performed within specification. Based on the information available and analysis results, the reported clinical observation of urinary incontinence could not be confirmed.

Event description:
It was reported that the patient continued experiencing recurrent stress urinary incontinence after the implant of this artificial urinary sphincter (aus), which led to an in-clinic evaluation. A cystoscopy was performed, and inadequate urethral coaptation; therefore, it was decided to remove and replace the entire aus. No patient complications were reported.